Event description:
It was reported that one week ago, the patient became aware of a constant noise. As a result, the external equipment was exchanged, but this did not result in any change. For the past two days the patient has only been able to hear noise and no longer speech.

Manufacturer narrative:
Available information points to a defect of the active electrode for currently unknown reasons. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.